Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual guidewire sample was received for evaluation. Visual inspection revealed that the distal end had been fractured at approximately 70 mm from the distal end. Magnifying inspection revealed that the fracture ends were not deformed in a tapered shape or not curved, some scratches were found about 40 mm from the distal end, however, the timing of occurrence could not be clarified. No abnormalities such as deformation and scratches were found in the remainder part. Both fracture cross sections were inspected with sem. Some streaks and a dimple pattern were observed on the fracture surface. Therefore, it is likely that torque load and tensile load were applied to that part. The outer diameter was measured: hydophollic coating section: 0.597 mm, ptfe coating section (distal side): 0.583 mm, ptfe coating section (proximal side): 0.570 mm and confirmed to meet the manufacturer specification. Reproductive testing was performed and a guidewire sample in a curved state was subjected to repetitive one-way torque load until it became fractured. As a result, some streaks were observed on the fracture surface of the core wire. A guidewire in a trapped state was subjected to repetitive 90-degree-bending loads until it became fractured. As a result, dimple pattern was observed on the fracture surface of the core wire. Fracture of the distal section due to torque load. One-way torque load was applied to a guidewire in the state of being bent at approximately 70 mm from the distal end. As a result, the guidewire became fractured. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: make sure that the guidewire is not bent or broken. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the multiple mechanisms of the fracture as reproduced during the investigation might have occurred while the distal end of the actual sample might have been trapped by an object, which resulted in the generation of the fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved single use guidewire was used during the procedure. The device was used in combination with jf-260v (olympus) and ercp catheter (mtw). When the doctor was searching for the entrance of the cystic duct while rotating the device, it became suddenly unable to be moved. When pulling it out, they found that the soft tip broke and fell into the bile duct. The dislodged fragment was removed. The device was replaced with another guidewire and the procedure was completed. There was no abnormality in the patient's condition, the patient was not harmed. No other health hazard has occurred. The procedure was completed successfully.